Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the battery change, doctor noticed an insulation breach that may have been caused by cautery. The lead is still in use. No patient complications have been reported as a result of this event.